Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had a delayed response, required multiple button presses to elicit a response and caused scrolling for three weeks. The reporter indicated that the rubber keypad had recently fallen off. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump on a clip in a pocket and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad cover was noted to have been completely peeled off. On testing, the ok button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The contrast button was unresponsive. The contrast button contact was missing and the ok button contact was noted to be inverted.